Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read 468 mg/dl to ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address bg level. The cartridge and infusion set was changed multiple times prior to the report with tandem technical support to resolve the reported issue, therefore, a cause was unable to be determined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.